Event description:
Same case as MFR: 2134265-2011-04409. It was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred a 1.75mm rotalink burr and rotawire were selected. During preparation it was noted that the burr cut the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that a rotawire was also returned and was found to be broken/fractured approximately 137cm from the proximal flexible tip. The burr annulus was also damaged which is consistent with the rotawire coming into contact with the rotating burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MFR: 2134265-2011-04409. It was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred a 1.75mm rotalink burr and rotawire were selected. During preparation, it was noted that the burr cut the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).